Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The final mr was grade 1. On an estimated date, (B)(6) 2025, the patient returned symptomatic with dyspnea. A transthoracic echocardiogram showed that a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. The mr had returned to grade 4. On (B)(6) 2025, the patient returned with grade 4 functional mr for a secondary mitraclip procedure. During the procedure, a mitraclip was implanted laterally to the original clip. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda resulting in mr per the physician was related to patient anatomy. The reported dyspnea is a cascading effect of the mr. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medial intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.